Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The mobile device showed sensor error (sr 250227-002444) and low cgm. The patient took glucose tablets. Sometime later, the patient had abdominal pain, dizziness, and was nauseated. The bg was 500 mg/dl. The patient was advised by the doctor to go to the hospital. There, the bg was 600 mg/dl. She was treated with insulin, IV fluids and pain medication. She was discharged at 3am with bg 300 mgdl. There was no documentation of further medical evaluation or intervention for hyperglycemia. The patient was doing fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient has abdominal pain, the reported glucose values fall within the d zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.